Event description:
Consumer claims to have had ears pierced at a retail vendor in 2004. Sought medical attention for redness and swelling at the piercing site in 2004. Oral antibiotics were prescribed at that time. Returned for medical attention in 2004 and was admitted into the hosp at that time. I.v antibiotics were administered and an incision and drainage was performed. She was discharged in 2004. Oral antibiotics were continued after discharge.